Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/19/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4) if follow-up, what type?: correction, patient identifier-correction, reporter name and address-correction, event problem and evaluation codes: additional - method codes, result codes and conclusion codes.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical product - correction, phone number - correction, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of loss of connection was not confirmed. The root cause could not be determined. Additionally, data was returned and evaluated. The reported event of loss of connection was confirmed via data.